Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported problem was identified during the returned homechoice's event history log review as a system error 2240. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred. During evaluation of the returned device, the system error was determined to be 2240 (potential air in line/set alarm). The cause of the alarm was undetermined. There was no patient involvement. No additional information is available.